Manufacturer narrative:
The serial numbers for the devices involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: surgical conversion. The explanted gore® excluder® trunk-ipsilateral leg component (B)(6)/unk, gore® excluder® contralateral leg component (B)(6)/ unk, and gore® excluder® iliac extender component (B)(6)/ unk were investigated. The following is a summary of the explant investigation observations: tissue present: yes. Trunk ((B)(6)) & iliac extender, ie) ((B)(6)): the trunk was generally devoid of tissue on the abluminal surface with scattered plaques of dark red/brown and tan tissue present. Ie was seated within the ipsilateral leg of the trunk with only 32 mm (approximate) of the ie being observable. The abluminal surface of ie was covered in dark red/brown tissue. The portion of the trunk lumen that was observable was generally devoid of tissue with scattered plaques of red/brown and tan tissue. The lumen from the proximal aspect of the trunk to the contralateral gate was observably patent. The remaining luminal patency and luminal tissue could not be observed with the images provided. However, the patency of the ipsilateral leg and ie were confirmed via a water test by geprovas and reported as clear. Request for additional analysis: no. Reason: no material disruptions were identified. Based on the explant investigators review of the geprovas report and reason for explant (disease progression), no additional analysis is requested.

Manufacturer narrative:
Other code - the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm at the age of (B)(6) years and was treated with gore® excluder® aaa endoprostheses. The patient was reportedly treated for hypertension and dyslipidemia. On (B)(6) 2018, after about 3 months and a half, the endograft was explanted due to progression of the aneurysmal disease.